Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2020. On (B)(6) 2020, the patient's cgm was 283 mg/dl but his bg was 472. Two days later, (B)(6) 2020, on the same sensor session, the patient¿s cgm was 237 and his bg was 254 ¿ 278 mg/dl. The patient developed ketones because his bg was above 250 mg/dl for 3-4 hours; however, the cgm was below 250 mg/dl. He was taken to the hospital and was admitted for 4 ¿ 5 days. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.